Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. The pediatric patient experienced a reaction that consisted of redness, inflammation, pimples and itching at and around the sensor patch adhesive. The patient consulted a physician and was treated with a prescription oral antibiotic (keflex). A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the intial MDR, additional information was provided. It was reported that the patient initially had a fever. When the patient saw their physician, they were treated with a prescription oral antibiotic. The patient's parent later stated that initially the infection was palm-sized, and in the first two days after starting the antibiotic, the infection decreased by two thirds. Although some infection and redness remained, the patient had no fever and there was no heat in the area. A diagnostic ultrasound had been conducted to rule out a retained sensor wire. A follow up appointment with the physician to evaluate medication effectiveness was scheduled but had not occurred. No additional patient or event information is available.